Event description:
It was reported that during device replacement procedure, the lead could not be removed from the device. The set screw was noted to be clogged with silicone pieces and prevented the torque wrench from being properly inserted. The physician disconnected the lead by breaking the device header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was returned due to a set screw anomaly. As received, the header was broken off the device and it was not possible to verify the set screw anomaly. The cause of the field event remains undetermined.

Manufacturer narrative:
As received, the header was broken off the device, so the set screws could not be tested with the original device. After decontamination, visual inspection was performed and one of the set screws was found to be damaged. No silicone could be found in the hex cavities, possibly having been washed away during decontamination. It is suspected that silicone, septum material was present in the set screw hex cavity, which prevented full insertion of the torque driver and the inability to loosen the set screw.